Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is 06/01/2018.

Manufacturer narrative:
Age, weight, ethnicity - unknown, not provided. Date of event is unknown as it was not provided. Email is unknown as it was not provided. An application support manager (asm) reviewed capsulotomy detailed settings and found that the energy level was the standard 4 microjoules and conformed to specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings, and operational errors. The review of the device history record (DHR) for catalys-u laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Anterior capsulotomy phimosis requiring secondary surgical procedures were reported. A brief description from the surgeon indicated that an unspecified number of catalys laser patients presented with anterior capsulotomy phimosis post-operatively and were treated with yttrium aluminum garnet (yag) anterior capsulotomy procedures. The surgeon had concerns about laser energy settings. No further information was available.